Manufacturer narrative:
The pod arrived fully deployed. Battery voltages were observed to be low. An external power supply was attached to the printed circuit board (pcb) for downloading. The pod generated an alarm, indicating power on reset was detected while running. Shelf mode current was within spec. The causes of the reported communication error, observed alarm, and observed low battery voltages could not be determined. It could not be conclusively determined if the observed alarm or low batteries are in any way linked to each other or the reported communication error. The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a pod communication error during operation. As treatment, a new pod was applied. There was no patient adverse consequence reported.